Event description:
It was reported that a patient underwent a repair of strangulated incisional hernia procedure in (B)(6) 2006 and mesh was implanted. The wound began to leak and dehisced. The patient was given antibiotics and the wound was loosely packed. In (B)(6) 2007, the patient presented with an infected wound and was treated. The patient was commenced on IV vancomycin. In (B)(6) 2007, the patient was noted to have a chronically infected abdominal wall mesh. In (B)(6) 2007, the patient continued to leak fluid from the abdominal wound. The mesh was removed in (B)(6) 2007. In (B)(6) 2007, the patient was noted to have a midline sinus discharging small amounts of pus. In (B)(6) 2007, the patient developed a recurrent incisional hernia which was repaired in (B)(6) 2008.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.